Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide - avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, customer went swimming with pump and pump was submerged. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 175 units of insulin during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 126 mg/dl.